Event description:
Clearlink continu-flow solution set with duo-vent spike (item#: 2c8541 s) from baxter had leakage at the second clave. No leakage was seen until infusion started through baxter pump.